Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported the controller would not charge and was displaying "crazy" things. Pt stated that while charging the implant, a message appeared stating "battery low. Recharge the controller soon" even though the controller battery was at 80%. Pt then added that the controller battery displayed 130%, the controller flashed, and then the battery level dropped to 90%. Pt mentioned that the message appeared in the past 2 weeks. Pt also noted that it takes them a long time to charge. Pt mentioned that they charge their device every night and it used to be every other day, stating that it used to take an hour to charge but now it takes like 3 hours. Pt stated that the controller does charge, but when charging the implant, the controller battery drops to maybe 50%, and then they have to charge the controller again for another hour. Pt also stated that when they started charging the implant, the controller battery was at 100%, and then all of a s udden, the battery low message appeared. Pt mentioned that the implant battery was at 80% and that this occurred every day. Agent had pt reset the controller with ac power supply and blow air into the controller charging port. Pt confirmed no visible damage to the controller and battery pack. Pt also confirmed that the controller turned on with green light flashing. Pt confirmed that the controller battery was 90% (recharging) and the implant was 80%. For the event date, pt stated was probably been going on for about 2 weeks. During the call, the reported message did not appear. Agent reviewed information and advised the pt to monitor and call back if the issue persists.